Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not power on) has been confirmed. Upon eval, the power brick connector was sent. The cause of the inability to power on is the bent power brick connector. The root cause of the bent connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.

Event description:
A pt service rep (psr) contacted zoll customer support to report that the charger would not power on. The pt received a replacement charger/modem.